Event description:
It was reported that the ventricular lead exhibited sensing at 2.1 mv and an episode of t-wave double counting was noted. On (B) (6) 2009, decreased sensing was again noted. The lead would be revised.